Event description:
Reporter stated that customer tested on the mobile system and obtained a result of 25.1 mmol/l at 2:00 am. Following this result, customer administered 13 units of novorapid insulin. Approximately 20 minutes later, he was unconscious. Customer's friends called an ambulance. While they were waiting, customer's friends tested customer again on the mobile system where a result of 31.4 mmol/l was obtained. They administered 2.5 more units of novorapid insulin. (During the investigation of the returned meter, these 2 results are recorded as being approximately 1 hour apart.) Once the ambulance arrived a blood test was run on their equipment, however, that result is not known. The customer was transported to the hospital and treated with a "sugary substance." It is not clear whether this treatment was given in the ambulance or the hospital. Customer regained consciousness in the hospital and was released at 12:00 pm the same day. Customer has since recovered and is feeling "good." . The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.